Event description:
It was reported that the patient had a neurostimulator in their back for pain and it did nothing at the time of this report. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).